Event description:
The reporter stated, the surgeon implanted a micl 12.1mm implantable collamer lens on (B)(6)2008 in the pt's right eye. The pt developed an anterior cortical cataract. Surgery is pending to have the icl removed and the cataract extracted. Pt last visit was on (B)(6)2010. Vision was 20/25. Further information has been requested. A medwatch supplemental will be submitted when further information is available.

Manufacturer narrative:
(B)(4) - secondary surgery - (B)(4): evaluation results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4)